Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with their sensor and had a low blood glucose value of 39 mg/dl at the time of the incident. Troubleshooting for low blood glucose was declined because customer treated with carb intake. The customer also reported that the threshold suspend was triggered when blood glucose was 72 mg/dl and sensor glucose was 40 mg/dl. Troubleshooting was performed and the issue was resolved. Nothing will be replaced or returned.